Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2015 and presented on (B)(6) 2015 with a wrinkle flap in left eye. It was stated that the patient had loss of best corrected visual acuity (bcva) equal to 2 lines in left eye. The patient complained of foggy vision. Patient reported symptoms are not interfering with daily activities. Flap lift was performed. Bcva from (B)(6) 2015: right eye pre-op 20/20 -1.25 x -.75 x 145. Left eye pre-op 20/20 -1.25 x -.75 x 22. Bcva from (B)(6) 2015: right eye post-op 20/20. Left eye post-op 20/30.